Manufacturer narrative:
Device evaluation: it was reported that particulate was observed in the final product. As a physical sample was not returned, a comprehensive sample evaluation could not be conducted. To support the investigation, one report containing four photographs and two charts was reviewed by the quality team. The photographs depict a particle recovered from a 50ml falcon tube. One chart, associated with particle 1, indicates a match to cellulosic material, while the second chart, associated with particle 2, indicates a match to earwax; however, no percentage match values were provided. The probable materials identified in the charts are not associated with the syringe manufacturing process. The process is fully automated and does not involve direct handling of the units by associates. A device history record review was performed for material number 309653, lot numbers 5293693 and 5183768. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections were completed in accordance with established specification requirements. The manufacturing process is controlled, not classified. Based on the available investigation data, the customer-reported condition could not be confirmed. In the absence of a returned physical sample for evaluation, a probable root cause could not be determined.

Event description:
It was reported, earwax-foreign matter. Customer verbatim: extrinsic particulate (cerumen - earwax) observed in final product. When observed: the event was detected on day 10 of the form-fill process. Materials in contact: point-of-contact items included conical tubes, syringes, pipettes, and patient material bags. Number of occurrences: this is limited to bag 2 of 2 for lot 26bc4062. Was affected product used on a patient? No additional information: could you please clarify where exactly on the product (syringe) was the foreign matter found? -the syringe was used during day 10 formulation and fill processing which occurs in grade a environment where the persons are fully gowned and even new sterile gloves are donned. The syringe package are intact until finally open into bsc. The aim of the investigation is to provided the evaluation of manufacturing environment. What are the areas were human /product intervention occurs during initial raw material to final packaging and what controls does the site have to exclude any extrinsic particulates in place.